Manufacturer narrative:
The pump had cracked battery tube threads, a completely broken off reservoir tube lip, which did not allow the test reservoir to lock/click in place, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that lip from reservoir compartment broke off and could not be found. It was reported that as a result, reservoir could not stay in place. Customer's blood glucose was 3.3 mmol/l. Insulin pump would be replaced.